Manufacturer narrative:
Thermogard xp ivtm console s/n (B)(4) was not returned to zoll for evaluation. The customer cleaned the air trap block. The reported complaint was confirmed and was attributed to a dirty air trap block. After cleaning the air trap block, the console was tested and found to be fully operational. No further action was required from zoll. Customer site.

Manufacturer narrative:
Zoll has not yet received the thermogard console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard xp's air trap would not clear "check the following" screen during setup. No patient involvement was reported.